Event description:
Upon removal for scheduled catheter change, it was noted that the catheter was "chewed up" but not fractured. There were no fragments noted upon catheter change. The problems may be related to the flexima coating which is presently under investigation by the medi-tech engineers. Device usage problem: device failure (e.g. Broke, couldn't get it to work or stopped working.